Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that by increasing the amplitude to 3.0v during electrode impedance measurement, they confirmed that it was out of range, therefore, they were not using contact #4. It was noted that the cause was undetermined at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that contact #4 lead impedance was out of range ¿ too high. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported that contact 4 showed a lead impedance greater than 40,000 ohms, which is out of range indicating that the contact was not working properly. No patient symptoms reported. No further complications were reported as a result of this event.